Event description:
It was reported that the patient was experiencing pain at the implant site. The physician elected to remove excess scar tissue to alleviate the pain. During the procedure, the physician decided to prophylactically replace the device because it was nearing the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 x2, implantable pacing leads, (B)(6) 2004. (B)(4).